Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system's software and calibration files were re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not save an image. No patient serious injury or death was reported related to this event.